Event description:
It was reported that the device was not turning on properly. Patient involvement: unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Bottom case was popped out by the battery compartment, o2 knob was missing the little arrow on the knob, front panel had a small scratch on the bottom right. After visual inspection, cycling check was performed. Electronic alarms were operating properly. However, the device was not cycling and was exhibiting continuous flow. Ventilator failed cycling check @ approx. 44 psi input gas pressure. The customer's indicated failure was replicated. The root cause was due to a faulty input manifold o-ring. Installed new o-ring in the input manifold, installed new o-rings for the pm, installed new MRI battery, installed new sintered filter, replaced o2 knob. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-00735. Please reference file mrn 9611178-2024-00036 for all details pertinent to this event.